Event description:
Procedure type: tumor removal. According to the reporter: on (B)(6) 2010, the pt woke up vomiting with watery stool and abdominal pain. The doctor advised admission. On admission, pain was unimproved, and the stoma was less active than usual. Abdominal x-ray has small bowel loops and colonio loading. Symptoms resolved spontaneously. Pt was discharged (B)(6) 2010.

Manufacturer narrative:
(B)(4).